Event description:
A (B)(6) female with obstetric trauma was implanted with an acticon using a 14cm cuff on (B)(6) 2009. On (B)(6) 2010, the entire device was removed and replaced with a new device using a 12cm cuff, reason was not indicated. Ams has requested add'l info.

Manufacturer narrative:
Add'l catalog #s: 72402106, 72402287. (B)(4). Unable to confirm if the event is related to a device malfunction, device has not been returned for analysis and reason prompting this event was not provided. No conclusion can be drawn at this time. Attempts have been made to obtain add'l info and were unsuccessful. Should add'l info become available regarding a revision surgery, it will be re-evaluated and a f/u report will be sent.